Manufacturer narrative:
(B)(4). Batch # u5f02e. Additional information: the deployed staples were formed properly. The distal end of the staple line was cut off at the 2nd firing. The patient¿s condition is stable as of the postoperative 2nd day. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45t reload present. The reload was received partially fired 3/4 with slight damages noted on the reload deck. It is likely that the reload was clamped over a hard object. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the returned reload, however when tested for functionality it was noted that the sled and the drivers were damaged at the moment of finish the firing test. The device was retested with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, the knife moved 3/4 of the cartridge but then stopped moving at the 1st firing. The device was used on the rectum. The manual override lever was used to release the device. There is a possibility that the device clamped a clip in the jaws. Another device and cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.